Event description:
It was reported that during an implant procedure, when the lead was connected to the multi-lead trialing cable (mltc) impedance above 40,000 ohms was seen on contacts 6 and 7. The lead was tested with an internal neurostimulator (ins) and the same contacts were above 40,000 ohms. A new lead was placed and tested with the mltc and ins, with the same results. The doctor determined that scar tissue was causing the high impedances. After the surgery the patient was receiving stimulation and was reported to have good coverage.

Manufacturer narrative:
Lead model 39565-65 (B)(4) implanted: 2012-(B)(6) explanted: 2012-(B)(6); lead model unknown serial# unknown implanted: 2012-(B)(6) explanted: na.